Event description:
It was reported that a malfunction occurred prior to pump usage. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Technical support provided information to reset the pump, assisted the customer with the process, and instructed the customer to continue using the pump while advising them to call back if the malfunction code recurs. No further actions were reported from the customer.